Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.", "instructions for patients on proper oral hygiene - 1. Aligners should be removed for eating and drinking. Patients do not need to remove aligners to drink cool water. 2. Patients should brush and floss their teeth after each meal or snack prior to re-inserting their aligners. If they don't have access to an invisalign cleaning system or a toothbrush, they can simply rinse their mouth, and then clean the aligners by holding them under warm running water. Aligners should be thoroughly cleaned at the patient's earliest convenience" the treating doctor shared that the tooth was not expected to be lost during treatment, however, clarified that the programmed orthodontic movements are not believed to be directly related to the outcome; however, it was noted that aligner use may have expedited the carious process due to the caries present. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had symptoms of tooth loss involving tooth #5. The patient did not report requiring any medical intervention related to the reported event. The patient did not report taking or being prescribed any medication to alleviate the reported symptom. The patient is continuing treatment with the invisalign system and is currently reported to be doing well.